Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question was investigated by a service technician of maquet. The control board was replaced and unit was returned to service.

Event description:
It was reported that drive head error message occurred on power on. (B)(4).